Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 434 mg/dl. Customer stated she has not treated yet but will treat with pump. Customer declined to troubleshoot on pump stated she get hot flashes and the sets and the sensor fall out that is why her blood glucose is high.